Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after initially receiving the pump, the customer connected the pump to a power source however, the pump remained off. Reportedly, after charging the pump for over an hour the pump powered on and back off. The customer's blood glucose level was 180 (mg/dl). Reportedly the customer had an alternate pump and manual injection supplies for insulin therapy.